Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported that the device was used during a lobectomy. The device was fired across the pulmonary vein and he had an uncontrollable bleed. The surgeon believes it appears as if the staples fired on the lung side of the pt, but there was no hemostasis on the heart side of the pt. The surgeon used clamps and converted to a pneumonectomy to complete the case. Pt as of late 2008, was still on a ventilator. Device was discarded.